Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that, per the caller, the patient's mother, the patient had a therapy issue. They said that about six months ago, therapy started shocking the patient, and about a month ago, they saw a new managing healthcare provider for device reprogramming. They were told that they reset the stimulator and the shocking stopped. When asked, the caller said the patient was told the internal battery of the ins was fine. When asked, the caller also said they thought the shocking sensation was in back near the ins site. They mentioned the patient was in a car accident a while ago, about six months ago. They were redirected to tell the patient to report the auto accident to their healthcare provider. The caller said the patient programmer was lost in a car accident about six months ago. At the patient's last healthcare provider visit about a month ago, the caller stated they checked the ins battery, and the patient was told the battery was fine. The phone number to the lost/stolen vendor for the patient programmer was provided to the caller.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.